Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug on (B)(6) 2008 and ventralight st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d.6b, g3, g4, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug on (B)(6) 2008 and ventralight st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with left inguinal hernia thereby underwent laparoscopic repair with implant of perfix plug (device 1). Per operative notes, ¿ in the left inguinal area, the indirect hernia sac distally and lateral to the epigastric vessel was reduced and perfix plug (device 1) was placed over the defect and endovascularly tacked to pubic symphysis. The fascia was closed and secured with sutures.¿ (B)(6) 2018 - patient was diagnosed with recurrent left inguinal hernia with pain thereby underwent robotic assisted laparoscopic repair with removal of prior mesh (device 1) and implant of ventralight st mesh (device 2). Per operative notes, ¿ in the left groin area, the prior mesh (device 1) above the inguinal defect firmly adherent to inferior epigastric vessels and hernia defect going through the indirect space lateral to it was noted. A piece of mesh (device 1) was seen rolled and buched up, tacked to inferior portion creating a thick rind of mesh. The hernia sac was reduced to the medial aspect and dense adhesions were removed. The mesh (device 1) was completely removed and ventralight st mesh (device 2) was placed over the defect in the abdomen and tucked overlying the direct and indirect spaces. The fascial defect was closed and secured with sutures.¿